Manufacturer narrative:
B2, b5, h6 (remove 4580 and 4614, add 1905 and 4613). B2, b5, h6 (remove 4580 and 4614, add 1905 and 4613).

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl; cause was unknown. A manual injection was administered to address bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.